Event description:
It was reported that the intraocular lens was explanted from the patients left eye due to dysphotopsia image issues which patient had been complaining since implantation. The dfr00v lens was replaced with zcb lens. No other surgical or medical interventions were required. No other information was provided.

Manufacturer narrative:
Ethnicity and race: unknown, information not provided. Date of event: unknown, not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.